Event description:
Pharmacy technician noted debris in a bd precisionglide needle 16g x 1 in needle hub. Lot 1210583. Ref 305197. Product was not used. FDA safety report ID # (B)(4).

Event description:
Pharmacy technician noted debris in a bd precisionglide needle 16g x 1 in needle hub. Lot 1210583. Ref 305197. Product was not used. FDA safety report ID # (B)(4).